Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the patient fell off of a tractor. The device exhibited exit block and lead fracture as confirmed by x-ray.